Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (B)(6); product type: 0191-extension; implant date (B)(6) 2014 brand name activa; product ID 3708660 (B)(6); product type: 0191-extension; implant date (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator was referred for battery replacement due to normal battery depletion and possible extension revision because of visible bow stringing of the extension in the neck. Fibrosis was observed around the extension in the neck, which required surgical intervention. The same extensions were retunnelled to allow more slack, and an additional incision was made toward the middle of the neck to break up some of the fibrosis and free the extensions. The battery was also replaced due to normal battery depletion. The revision surgery resolved the bow stringing. No patient complications have been reported as a result of this event.